Event description:
On (B)(6) 2024, I was using the permobil speed control with smartdrive on my wheelchair to get to my office. As I motored by a small table, the right wheel of the wheelchair hit the edge of a rug. I tried to stop the wheelchair's forward motion by turning the permobil speed controller off but instead it sped-up and lunged forward. During this unexpected movement, the wheelchair turned to the right and flipped backwards. Both the wheelchair and myself flipped backwards. I then spilled out of the chair, landing on my back on the hardwood floor. I also hit my rib on the arm of the wheelchair. I was afraid to move and 911 was called. I was moved from the floor to a backboard by the paramedics and then onto a stretcher by the same paramedics. I was taken via ambulance from my home to the (B)(6) hospital. I suffered a broken rib and stress fractures along my lower spin at l3-l4-l5. There were additional stress fractures but the surgeon only wanted to treat the ones that were providing intense pain. Thus a kyphoplasty surgery was performed on both the right and left sides of all of the following disc: l3-l4-l5 on (B)(6) 2024. I was released from the hospital on (B)(6) 2024. I spent a total of 5 days in the (B)(6) hospital due to the malfunction of the permobil speed control dial resulting in the above injuries, surgery and hospitalization.